Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2007. Concomitantly, the pt also underwent a cystocele, rectocele, and enterocele repair with a sacrospinous vault suspension. Post-operatively in 2008, it was found that the pt was experiencing a slight mesh erosion. As a result, the surgeon is planning an in office procedure to trim some of the mesh fibers.